Manufacturer narrative:
D4 lot number - unknown (not provided). H4 device manufacture date - unknow without lot identity. Without the ability to examine the complaint device(s), no conclusions could be drawn as to the root cause of the reported issue. Review of device history records was not possible without lot identification. Two-year complaint history review did not reveal a trend for reports of this nature for this part number. No corrective action was recommended at this time. Should the product be received a follow-up medwatch report will be submitted following product evaluation.

Event description:
It was reported that a percutaneous l3-s1 tlif procedure was performed in australia on (B)(6) 2024, utilizing the reform mis pedicle screw system. During the procedure the modular polyaxial tulip assembly reform mis pedicle screw sys (64-mt-0403) was assembled with a midline cortical bone screw, cannulated, and the nurse then checked that the tulip was securely attached prior to loading onto the screwdriver (70-rt-1750) with a straight handle. The screw was then inserted into the pedicle. Upon insetion of the rod it became apparent that the tulip had become separated from the screw shank. The tulip was removed from the patient along with the screw. A new screw and tulip were assembled and inserted without issue. There was no patient injury, but a ten (10) minute delay to the procedure due to the tulip/screw malfunction.